Manufacturer narrative:
Spacelabs technical support representative advised the user to discharge and readmit the missing patients. Once they were readmitted, patient monitoring was resumed, and no further issues were observed. Although readmitting the patients resolved the reported issue, the cause of failure could not conclusively be determined.

Event description:
The customer contacted spacelabs technical support to report a loss of monitoring for telemetry patients. There was no patient or user harm associated with this event.